Manufacturer narrative:
The root cause of this complaint was not determined.

Event description:
It was reported by t. Stamper, an onkos sales representative, that a 68-year-old female patient with an eleos hinge knee replacement underwent revision surgery on (B)(6) 2024 due to a peri-prosthetic fracture of the patient's anatomical femur. The construct was converted to an eleos distal femur replacement at the time of the revision.